Manufacturer narrative:
(B)(4). Only event year known: 2018. As a lot/batch was not provided, a device history could not be performed

Event description:
Ligaclips does not clamp to tissue.

Manufacturer narrative:
(B)(4). Date sent: 04/30/2018. Batch # p9299c. The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found with no damage and a malformed clip inside a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 12 clips as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.